Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #(B)(4)) on behalf of the importer arjohuntleigh (B)(4). On 13th sep 2017 arjohuntleigh received information about an event which occurred in extendicare laurier manor customer facility ((B)(6)) with the involvement of arjohuntleigh ergolift passive floor lift and sling utilizing to transfer the resident (female, approx. (B)(6) kg) from wheelchair to bed. It was reported that the resident slipped out of sling from the head side of the sling at the beginning of the lifting procedure. The resident hit her head against the lift leg and then against the floor. On 24th november 2017 it was informed that resident was taken to a hospital, however she did not sustain any injury. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a limited number of cases with similar fault description when a resident slipped out of sling during or at the start of a transfer. After the event, the involved lift and sling were inspected by arjohuntleigh representative. The lift was found with scratches and paint peeling, however it was working as intended. The sling's label was torn. Threading on one loop was partially pulled out but loop and sling were still intact. It is worth noting that no malfunction with the sling, neither the lift that could have caused or contributed to the resident's fall was detected upon arjohuntleigh inspection . Based on product knowledge and review of previous complaints there is no possibility of a person to slide out of the sling during on label use of the device. There are few factors that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling loop detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Following the information gathered, the second above scenario is related to the investigated event. It was indicated that the hammock sling was attached incorrectly. A statement was given by arjohuntleigh representative after a visit in the facility: "support services manager tells me resident was attached to sling possibly incorrectly. Apparently the legs were crossed in sling and loops were put around the outside of the hips". According to arjohuntleigh representative, who visited the customer facility after the event: "the facility had already put the sling back into service since the accepted responsibility for the fall." Based on information collected, observations made by arjohuntleigh representative and opinion given by the customer facility, the cause of the reported complaint was related to an inappropriate procedure of the sling attachment. The ergolift instructions for use (IFU 001.06100 rev.2) indicates three hammock sling attachment options depending on resident condition. IFU also indicates the proper procedure of sling attachment to carry bar: "ensure the sling is properly placed around the patient according to the instructions. Choose the color of the loop you will need for the position will you be placing the patient in. If transferring to a seated position, use the loops indicating it. Ensure the patient's arm are inside the sling and that it is not caught in any obstructions (eg. Wheelchair brake or handle). See lift instructions for next step." "Warning: always use the same color loop on the rear shoulder straps for both sides of sling. Use the same color loop on the leg straps for both sides of the sling. Use the same color loop on the hip straps for both sides of the hammock 6 strap sling." To conclude, the ergolift and the sling were used for patient's care. The resident slipped out of the sling and from that perspective, the system did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities due to potential as falling to the floor may result in serious injury if it would reoccur.

Event description:
On 13th september 2017 arjohuntleigh received customer complaint that during transfer of the resident from wheelchair to bed with ergolift and sling, resident slipped out of sling head first and came into contact with the leg of lift and then the floor. Following the information provided by the facility, the resident was attached to sling most likely incorrectly. On 24th november 2017 it was informed that resident was taken to a hospital, however she did not sustain any injury.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint that during transfer of the resident from wheelchair to bed with ergolift and sling, resident slipped out of sling head first and came into contact with the leg of lift and then the floor. Following the information provided by the facility, the resident was attached to sling most likely incorrectly. As consequences of the event resident sustained a head injury. Details are unknown at this time.